Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing that resulted in delivery of inappropriate shock therapy. Subsequent information was received that an invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received that increased threshold measurements were also observed on the rv lead and the physician suspected a lead fracture.